Event description:
Information received from the field does not address the patient's clinical status but notes >3000 atrial lead impedance in the bipolar configuration. The device was programmed to unipolar with normal function and remains implanted.